Event description:
It was reported that the customer's pump had a cracked and shattered touchscreen, rendering it unresponsive. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. To resolve the issue, tandem technical support arranged for a replacement pump and instructed the customer to use multiple daily injections (mdi) for insulin delivery in the interim. The customer was guided to allow the pump¿s battery to deplete before returning it with a pre-paid label within ten days.